Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely probable cause of the blackout image and b30 error message was a damaged plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited image blackout and b30 scope communication error. There was no patient involvement.